Manufacturer narrative:
Unit received with all no button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that insulin pump was exposed to radiation. Blood glucose was 280 mg/dl. The insulin pump will be returned for analysis.